Manufacturer narrative:
Vyaire has reached out to customer and has verified that the sample is available. A ups label was also provided to the customer. Vyaire has not received the complaint device for evaluation at this time. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
The customer reported "one of our transport tubings came out of the package with a kink in it where it connects to the bag/mask. The kink prevented the flow of oxygen to the patient being transported to pacu, unless someone was holding the kink open". A new tubing set was obtained to be able to bag the patient.

Manufacturer narrative:
The customer provided a photo of the affected sample, and the physical sample was provided for further evaluation (confirmed to be the original device used in the incident). The reported kinked condition on the tubing was confirmed with a visual inspection. A thorough evaluation of the manufacturing process was completed and it was found that personnel were not following procedure. The procedure states the proper way to manufacture. A visual aid is also apart of the manufacturing procedure and it shows the correct and incorrect position of the oxygen tube during assembly and packaging. This visual aid is to assist the assembly personnel and it was likely not followed. It is possible that the tubing was coiled and positioned incorrectly causing the kinked condition. Manufacturing personnel have been retrained on this procedure.